Event description:
A healthcare worker experienced h2o2 contact with whitening of the right thumb and index finger and the left middle finger as healthcare worker examined an open bi pouch that had moisture present. Healthcare worker washed their hands and did not seek medical attention. Their symptoms were completely resolved within one day. The cycle had completed. It was reported that the vaporizer plate was in place.